Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 35: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that a patient was hospitalized due to low blood glucose (bg) levels of 1.7 mmol/l (30.6 mg/dl) while wearing the pod on the hip/buttocks. The patient tried rising the bg levels by eating food but continued having low readings and became unconscious. The pod was stopped for two hours by her boyfriend and at the hospital she was treated with intravenous (IV) glucose.